Event description:
The pt called the hospital and reported a yellow wrench alarm. There was confusion regarding yellow wrench on the system controller vs. The power module. After speaking with the pt, the vad coordinator called perfusion to discuss. The vad coordinator then attempted to call the pt back but there was no answer. The police went to the pt's home and found the pt unresponsive. The pt was pronounced dead on arrival.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.